Manufacturer narrative:
Other, other text: h6. Evaluation codes: updated. D3, g1,2 email is: regulatory(B)(6). No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Other text: additional information: b5 and h6 - health impact codes.

Event description:
Additional information was received confirming the item was broken during patient use, but patient was not harmed.

Event description:
It was reported that the device was leaking from luer lock port, "cracks/shattering" of the male luer lock connector at the end. There was a delay in therapy reported. User had to swap out the components due to the broken line. It was reported that there was no patient harm or adverse effects.

Manufacturer narrative:
Other text: b3: date of event, d4: lot number, expiration date, h4: manufacture date are unknown no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.